Manufacturer narrative:
Follow-up #1 date of submission 07/20/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/28/2016 with the following findings: there was no physical damage observed to the keypad. During testing, the ok button was intermittently unresponsive. The keypad cover was removed and moisture was found on the keypad flex, connector, and printed circuit board. The pump casing and battery compartment were observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that all the keypad buttons were under responsive. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.